Event description:
It was reported that the patient underwent an explant procedure due to no pain relief. The explanted device was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient underwent an explant procedure due to no pain relief. The explanted device was discarded by the medical facility and will not be returned. Additional information was received that the patient's spinal cord stimulator (scs) paddle lead was explanted along with the ipg.

Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device. Additional suspect medical device component involved in the event: product family: (B)(4). Upn: (B)(4). Model: (B)(4). Serial: (B)(4). Batch: (B)(4). UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to no pain relief. The explanted device was discarded by the medical facility and will not be returned. Additional information was received that the patient's spinal cord stimulator (scs) paddle lead was explanted along with the ipg.